Event description:
Per the surgeon, the patient was explanted due to a granulation tissue and a wound at implant site. The patient is in the hospital on IV treatment to clear the infection. Patient was explanted (date not reported), information on reimplantation was not provided as of the date of this report, march 6, 2009.

Event description:
It was reported via trial that approximately 12 months post a mid right coronary artery (rca) stenting procedure with five xience v stents (lesion length 100 mm), the patient experienced syncope, sustained ventricular tachycardia and had a positive ischemia test. On (B)(6) 2009, the patient had a diagnostic catheterization showing 100% occluded rca. On (B)(6) 2009, the patient was hospitalized for stenting of the complete total occlusion with placement of five additional xience stents. On (B)(6) 2009, the event resolved. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Manufacturer narrative:
(B)(4).